Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. X-rays were supplied and a review conducted. No implant failure can be observed. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (B)(4).

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2002 and subsequently was revised on (B)(6) 2012 due to loosening and infection.

Manufacturer narrative:
The patient underwent a successful revision of a custom distal femur. At the time of notification of this complaint, the implant had been removed and replaced with a cement spacer i.e. In the first stage of a two stage treatment. The second stage of the treatment took place on (B)(6) 2012 with no reported complications. The reported cause for the revision is infection resulting in loosening. There is no indication at this time that the reported infection is attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This complaint is being closed, and is being tracked and trended. Date of event was corrected from (B)(6) 2012. Common device name corrected from custom distal femur to limb salvage system.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2002 and subsequently was revised on (B)(6) 2012 due to loosening and infection. This is a supplemental report to 3004105610-2014-00064 (B)(4).